Manufacturer narrative:
Per issue, pt has hypothyroidism and takes tylenol twice a day. Pt's current health status and medication may affect coagulation test and contribute to unexpected inr or errors in testing. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.4, reference: 2.2, mean: 2.8, confidence limits: 1.7 - 3.8. Date: (B)(6) 2011, inratio: 4.1, reference: 2.9, mean: 3.5, confidence limits: 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Conclusion: pt's condition and medication may affect inr testing. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retain strips test record has been reviewed. Retain test result comparison met product performance criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 2.2; date: (B)(6) 2011, inratio: 4.1, lab: 2.9. On (B)(6) 2011, one hour between fingerstick and venipuncture. On (B)(6) 2011, 30 minutes between fingerstick and venipuncture. Pt is a new self tester and this is the second time doing testing on her own. Coumadin taken at bedtime night before draw.